Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report. The sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation, with the inner cutter remaining in the port of the needle. The cut functionality was unable to be tested due to the actuation failure. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The adhesive fillet was conforming and there was no presence of adhesive on the inner cutter. No wear marks were observed along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the probe sample had an actuation failure. The cut functionality was unable to be tested due to the actuation failure. The cause of the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been initiated, associated with this individual complaint record, in order to decrease the frequency of inner cutter detachments. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred, the condition of actuating and aspirating was unknown during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with new one. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).